Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt reports that her freedom pumps were going very slow. No further details provided. Pt has two pumps. No missed doses or infusions reported. No adverse event{s) reported due to product issue. Pharmacy to send pt two pumps. Not specified if pump available for return; however, pharmacy did sent a return box to pt. Serial numbers and expiration dates associated with pumps not provided. No further detail. Ref report: mw5162342. Reported to (B)(6) by pt/caregiver.